Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of pain and anxiety are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "anguish" "pain and asymmetry of the left implant which is ruptured." Physician confirmed the reported events. The device has been explanted and discarded.